Manufacturer narrative:
Findings: act button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that keypad is not responding. The customer stated that the device may have possible sweat exposure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.